Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Non-penetrating nicks observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side slight pull. Healthcare later reported "change in shape" and rupture. Device has been explanted.